Event description:
During the endoscopic harvest of the left saphenous vein, the vessel harvesting device broke off in the tunnel of the leg. The incident was seen on the monitor and the plastic fragment was extracted. This was a terumo virtuosaph plus endoscopic vessel harvesting system. Ref# (B)(4), lot: 48k, exp: 2027-07-31. A 7-0 surgipro mv-135-5 taper needle was also missing from the initial counts. A chest xray was ordered for a missing raytec sponge, which was found prior to closing. All other counts were correct at this time. Rf confirmation # (B)(4).